Event description:
Last year (B)(6) addressed an increase in mycobacterium abscessus infections in lung transplant pts. The increased incidence o infection involving m abscessus, which is common in municipal water supplies, was addressed in this vulnerable pt population through implementation of various enhanced sterility measures. However, earlier this year (B)(6) observed a second period of increased m abscessus infections ina small number of pts undergoing complex cardiac surgery procedures. Expected mortality and morbidity rates, the existence of comorbidities, and in some cases, multiple surgeries, make a determination of the cause and effect of the infection difficult to assess. In (B)(6) 2015 (B)(6) learned through discussion with (B)(6) and through published journal articles that heater-cooler machines (including sorin heater-coolers) may have been associated in some cases with mycobacterium infections in surgical pts. The articles indicate that water-borne bacteria within heater-cooler machines can be aerosolized and potentially enter the surgical field. On that basis, (B)(6) cultured several sorin 3t heater-cooler machines. These cultures have not tested positive for m abscessus but the bacteria's incubation period means that some of these results have not been finalized. At present, (B)(6) does not know the source of the observed infections, but has undertaken multiple measures to address them and is monitoring the results with the expectation that the issue has been resolved. Some of the measures taken are intended to address the potential for aerosolization of bacteria by the sorin 3t heater-cooler machine. In particular, (B)(6) has instituted measures for disinfection and repositioning of an overflow bottle that was located in front of the machine's primary cooling fan (creating a potential avenue to aerosolize water spilled into the bottle), instituted measures for disinfection of overflow tubes within the machine that were not addressed in the cleaning instructions, and implemented strict adherence to and enhancement of existing MFR cleaning protocols. Although the cause of the infection remains unk at this time, (B)(6) believes that the above info may be of importance to the FDA and the MFR. (B)(6) will continue to gather and assess info regarding the potential sources of the infections. (B)(6) will advise the FDA and the MFR promptly in the event that info is obtained that reasonably suggests that the machines may have caused or contributed to the death or serious injury of a pt.